Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that thrombus and stroke occurred. In (B)(6) 2016, the patient underwent a left atrial appendage (laa) closure procedure. A 33mm watchman ® laa closure device was implanted in the laa. The patient was discharged on eliquis for 45 days post implant. It was noted that the patient was allergic to aspirin. She was prescribed plavix post the 45 day period; however the patient stopped taking plavix on her own. In (B)(6) 2017, the patient presented with aphasia and facial droop. The patient was diagnosed with an ischemic stroke. Transesophageal echocardiogram showed evidence of intracardiac thrombus. There was no change to the seal of the device. The patient was treated with standard medical therapy including tissue plasminogen activator. She did improve during her hospitalization, but had some speech deficit. She was referred to speech therapy for further assistance and discharged to home. She was restarted on eliquis and will follow up with cardiology and neurology for further direction. No further patient complications were reported.

Manufacturer narrative:
Describe event or problem : updated. (B)(4).

Event description:
It was further reported that the thrombus appeared to be attached to the threaded insert.